Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the patient had an extrinsic malignant stricture in the sigmoid colon due to advanced ovarian cancer. The patient was determined to be a poor candidate for surgery. On (B)(6) 2012, the patient underwent stent placement for total colonic obstruction. The wallflex enteral colonic stent was implanted successfully with no complications. The patient anatomy was noted to be tortuous. Following the stent placement, the patient was able to pass stool and scans showed the stent to be in the correct location. On (B)(6) 2012, serial CT scans revealed a perforation located at the proximal end of the stent. The patient was hospitalized and prescribed antibiotics. The patient developed an abscess near the perforation and a drain was placed. A few days later, the patient developed an additional large abscess. At this time, the medical team made the decision to offer the patient comfort care. The patient died on (B)(6) 2012. In the physician's assessment, the stent expansion most likely tore the bowel tissue causing the perforation. The physician also noted that the patient was on the medication avastin, which may have made the patient more susceptible to perforation. In the physician's assessment, the cause of death was advanced stage ovarian cancer and complications resulting from the perforation.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.